Event description:
Leaking enteral feeding bags. A pt reported leakage around seam of the bottom of ross easy-feed pump feeding bags for the ross patrol bag. Noticed it on 3 out of 30 bags sent. Product #52048. Lot number unknown.